Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the aortic malposition was due to suboptimal coaxial alignment of the valve causing the first valve to move during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure, human factors.

Event description:
During a transfemoral tavr procedure, the valve was deployed in a too aortic position, resulting in moderate paravalvular leak requiring deployment of a second valve. As reported, during deployment, the valve moved aortic, with a final landing of 95/5 a/v at the left coronary cusp and 100 aortic at the non-coronary cusp and there was paravalvular leak. The second valve was placed in a more ventricular position and final placement 70/30 a/v. There was no paravalvular leak after the deployment of the second valve and the team was happy with the results. The native annulus measured an area of 506mm2 by CT. The native aortic valve and leaflets were moderately calcified. Neither ventricular septal hypertrophy nor mitral annular calcification (mac) were reported. The image intensifier angle was noted as good. The coaxial alignment of the delivery system was noted to be fair. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.